Event description:
At the beginning of a procedure with the tenex system, a portion of the microtip needle separated from the rest of the hand piece and was retrieved. There were no patient complications.